Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. (B)(6). (B)(4). Device history records review was completed for part# 03.130.102s, lot# 9949038. Manufacturing location: (B)(4), manufacturing date: may 13, 2016, expiry date: may 01, 2026. Non-sterile part# 03.130.102, lot# f-18995, manufacturing location: (B)(4), manufacturing date: dec 17, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, the surgeon fixed fourth proximal phalanx with a va (variable angle)-hand locking web plate 1.3 (14 hole). After the surgery, x-ray photograph was taken. According to the photograph, it seemed that a drill tip was inside the body so the surgeon checked instrument and confirmed a drill bit was broken. The broken tip remained inside the patient¿s body. The surgeon explained it to the patient and the patient said that he will remove the broken fragment of the drill bit when the plate gets removed. No other medical intervention was required. Patient status was reported as good. There was no surgical prolongation reported. Concomitant device: plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.0mm drill bit/mqc for threaded hole/61mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device 1.0mm drill bit/mqc for threaded hole/61mm, part number 03.130.102s, lot number 9949038. The subject device was returned to the manufacturer with the complaint condition stating: drill bit received slight worn and with broken off tip section. Hardening of drill bit was measured by external supplier and passed the specifications. Drill bit tip section diameter (ø1mm 0/-0.03mm) was measured right behind the broken off section and did conform to the specifications. Length could not be measured as drill bit is broken. Device history record showed conformity as well. The complained issue (surgeon checked instrument and confirmed a drill bit was broken) can be confirmed. No manufacturing related deviation could be found trough out this investigation. Root cause for this breakage not exactly determinable. We do assume that an overloading situation did occur and the tip section broke. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.